Event description:
It was reported to manufacturer that the surgeons hand held screen was freezing during interrogation of the pulse generator during an implant surgery. A soft reset was performed and the event occurred again, where the screen was freezing during the interrogation of the generator. As a result of the freezing screen event, the patient's device was not testing during the surgery. The surgeon was sent a new programming system and the non-working hand held, software, and programming wand have been returned to the manufacturer where analysis is underway.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to death or serious injury.